Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she was having battery issues with her insulin pump. The issues cause a blank display. Customer's blood glucose is unknown. The device shows no physical damage. It was not dropped or bumped. Customer uses (B)(4) batteries. The issue has only occurred once. Customer was advised to monitor the issue and call back if it recurs. Nothing further reported.